Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade iii, and seroma. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, encapsulation of implant ¿with greater rigidity of its walls and lobulation of its contours,¿ ¿mammary nodules,¿ ¿shallow folds,¿ ¿benign mammary cysts,¿ ¿mild acute inflammatory process,¿ ¿when raising the upper limbs, the left implant rises comparatively with the right one,¿ ¿symmetrical cortical thickening in the left axilla,¿ ¿have changes in coloration (yellow) and biofilm around the prosthesis,¿ and ¿periprosthetic fluid.¿ the device has been explanted.